Event description:
Pt filled cartridge and almost all insulin gone on next day. Pt had low bgs which were treated with glucose tabs. Pt reported to have taken pump into MRI room. Labeling and training warn against taking pump into MRI environment.